Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: force sensor contamination.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed records of loss of prime and load step malfunction. On investigation, a rewind, load and prime sequence was performed with no loss of prime occurring. The pump was exercised for 24 hours with no loss of prime occurring. The force sensor was evaluated and noted to be out of specification. The pump was opened for investigation revealing contamination on the force sensor assembly. Correction number: recall # 3531779-0302402010-003-r.